Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant prothrombin time (pt) in seconds and corresponding pt international normalized ratio results were obtained on a patient sample on a sysmex ca-1500 system using dade innovin reagent. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse: verified sample probe integrity; adjusted the sample probe to be more precisely aligned to the center of the tubes; checked all probe tubings for damage, leaks, kinks or other defects and found none; performed alignments of sample and reagent probes; verified mixer operation; performed system decontamination, and verified pt precision. The cse followed up the next day and the customer reported the system remained fully operational. Siemens further investigated the issue and determined that the issue was resolved with routine service tasks performed by the cse. Siemens determined that pre-analytical factors or sample specific issues potentially contributed to the discordant pt results. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result in seconds with a corresponding, falsely elevated prothrombin time international normalized ratio (inr) result were obtained using dade innovin reagent on a sysmex ca-1500 system. The discordant, falsely elevated pt result with the corresponding inr result were not reported to the physician(s). The sample was repeated for pt using the same reagent lot on another sysmex ca-1500 system, resulting lower. The repeat pt result in seconds result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated pt/inr results.